Manufacturer narrative:
Additional information b5: medtronic received additional information that the nurse on-site during the leak confirmed it was located in the gas outlet port rather than the inlet. Connection b5: a membrane rupture occurred after a few day into the run, causing a blood leak at the gas outlet port of the component, which led to blood loss. Correction d4.2 (expiration date) h4 (device mfg date): these fields have been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device evaluation summary: visual inspection showed evidence of clotting and blood residue in the o2 outlet port. The device was not able to be cleaned as per the procedure with little to no flow through the device, there was blood/water flowing from the o2 outlet port. The reason for return was confirmed for high pressure with no flow and for a leak with blood/water at the o2 outlet port. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the use of the mc3 nautilus extra corporeal membrane oxygenation (ECMO) oxygenator, increased pre-membrane pressure and high delta p were observed when blood was administered to prime. The pressure increase was normal after priming. A decision was made to go on ECMO support with increased pre-membrane pressure and high delta p believing it was an error reading. A membrane rupture occurred after a few days into the run, causing a blood leak at the inlet of the component, which led to blood loss. A break was also observed in the device component. A complete crack/break did not occur. Plasma breakthrough did not occur. The device required a change out due to the rupture and leak. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic received additional information that for the prime, the standard protocol¿which has been in place for many years without prior complications¿begins with normal saline (ns) and 50 ml of albumin. This initial solution is then displaced with one unit of washed packed red blood cells (prbcs), which are washed by the perfusionist in the operating room. The prime also includes 250 units of heparin, 15 meq of sodium bicarbonate, and half a unit of fresh frozen plasma (ffp). After clamping off, 300 mg of calcium was added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.